Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. 706580,651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ulcerative colitis, shingles, hypocholesteremia, multigravida, parity 2 and stillbirth nos. Concurrent conditions included depression, ovarian mass, irregular menstruation and gastroesophageal reflux disease. Concomitant products included antidepressants and ibuprofen until 2016. In 2010, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced depression ("depression"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), renal cyst ("right kidney cyst") and arthralgia ("joint pain"). The patient was treated with lorazepam (ativan) and surgery (laparoscopic removal of essure device bilaterally with right partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, alopecia, gingivitis, dyspareunia, migraine, procedural pain and abdominal pain outcome was unknown, the dysgeusia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, renal cyst, back pain and arthralgia had resolved and the depression and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, gingivitis, headache, menorrhagia, migraine, pelvic pain, procedural pain, renal cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2016: essure devices noted bilaterally computerised tomogram pelvis - in (B)(6) 2016: essure devices noted bilaterally lot number: 651391 manufacture date: 2009/06 expiration date: 2012/06 lot number: 706580 manufacture date: 2010/01 expiration date: 2013/01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 07-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began suffering from cramping (interpreted as lower abdominal cramping). She underwent a right salpingectomy and partial left salpingectomy approximately 6 years after insertion. This event is anticipated in the reference safety information for essure. After essure insertion, abdominal/pelvic pain and cramping may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible. The relationship with the reported event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain lower ("cramping") in a 26-year-old female patient who had essure (batch no. 706580,651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression. Concomitant products included antidepressants and ibuprofen until 2016. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the first episode of dysgeusia ("metal taste in mouth"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced procedural pain ("painful post-operarive recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), the second episode of dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), depression ("depression"), renal cyst ("right kidney cyst") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic removal of essure device bilaterally with right partial left salpingectomy) and surgery (laparoscopic removal of essure device bilaterally with right partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, renal cyst, back pain, abdominal pain and arthralgia had resolved, the abdominal pain lower, alopecia, the last episode of dysgeusia, gingivitis, dyspareunia, migraine and procedural pain outcome was unknown and the depression and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, gingivitis, headache, menorrhagia, migraine, pelvic pain, procedural pain, renal cyst, vaginal haemorrhage, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2016: essure devices noted bilaterally computerised tomogram pelvis - in (B)(6) 2016: essure devices noted bilaterally most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, lot number added, concomitant drug added events added as follows:- vaginal haemorrhage, menorrhagia, dysgeusia, headache, dysmenorrhoea, pelvic pain, renal cyst,back pain, abdominal pain, arthralgia. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("silver metal flexible coil fragments") and pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. 706580,651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ulcerative colitis, shingles, hypocholesteremia, multigravida, parity 2 and stillbirth nos. Concurrent conditions included depression, ovarian mass, irregular menstruation, gastroesophageal reflux disease and perineal pain. Concomitant products included antidepressants, ibuprofen until 2016 and medroxyprogesterone acetate (depo provera). In 2010, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient had essure inserted. In september 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). In 2012, the patient experienced depression ("depression"). In 2016, the patient experienced procedural pain ("painful post-operarive recovery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), renal cyst ("right kidney cyst") and arthralgia ("joint pain"). The patient was treated with lorazepam (ativan) and surgery (laparoscopic removal of essure bilaterally with right salpingectomy partial left salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, alopecia, gingivitis, dyspareunia, migraine, procedural pain and abdominal pain outcome was unknown, the dysgeusia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, renal cyst, back pain and arthralgia had resolved and the depression and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, gingivitis, headache, menorrhagia, migraine, pelvic pain, procedural pain, renal cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on(B)(6)2016: no evidence of acute process within the abdomen or pelvis. Specifically, no evidence of inflammatory stranding, bowel obstruction, free air or :free fluid, appendicitis, or renal/ureteral calculi; in april 2016: results: essure devices noted bilaterally. Computerised tomogram pelvis - in april 2016: results: essure devices noted bilaterally. Lot number: 651391 manufacture date: 2009/06 expiration date: 2012/06 lot number: 706580 manufacture date: 2010/01 expiration date: 2013/01 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, irregular menstruation. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received. Event added: device breakage. Concomitant disease, concomitant drug and lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("silver metal flexible coil fragments") and pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. 706580,651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ulcerative colitis, shingles, hypocholesteremia, multigravida, parity 2 and stillbirth nos. Concurrent conditions included depression, ovarian mass, irregular menstruation, gastroesophageal reflux disease and perineal pain. Concomitant products included antidepressants, ibuprofen until (B)(6) and medroxyprogesterone acetate (depo provera). In , the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"). In (B)(6), the patient experienced depression ("depression"). In (B)(6), the patient experienced procedural pain ("painful post-operarive recovery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), renal cyst ("right kidney cyst") and arthralgia ("joint pain"). The patient was treated with lorazepam (ativan) and surgery (laparoscopic removal of essure bilaterally with right salpingectomy partial left salpingectomy). Essure was removed on 12-apr-2016. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, alopecia, gingivitis, dyspareunia, migraine, procedural pain and abdominal pain outcome was unknown, the dysgeusia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, renal cyst, back pain and arthralgia had resolved and the depression and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, gingivitis, headache, menorrhagia, migraine, pelvic pain, procedural pain, renal cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 04-apr-2016: no evidence of acute process within the abdomen or pelvis. Specifically, no evidence of inflammatory stranding, bowel obstruction, free air or :free fluid, appendicitis, or renal/ureteral calculi; in (B)(6) 2016: results: essure devices noted bilaterally. Computerised tomogram pelvis - in (B)(6) 2016: results: essure devices noted bilaterally. Lot number: 651391 manufacture date: 2009/06 expiration date: 2012/06 lot number: 706580 manufacture date: 2010/01 expiration date: 2013/01 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, irregular menstruation. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: tubes") and device expulsion ("migration of essure device location of device: uterus") in a 27-year-old female patient who had essure (batch no. 706580,651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ulcerative colitis, shingles, hypocholesteremia, multigravida, parity 2 and stillbirth nos. Concurrent conditions included depression, ovarian mass, irregular menstruation and gastroesophageal reflux disease. Concomitant products included antidepressants and ibuprofen until 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the first episode of dysgeusia ("metal taste in mouth"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),") and depression ("depression"). In 2015, the patient experienced seizure ("seizures"). In 2016, the patient experienced procedural pain ("painful post-operarive recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), the second episode of dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), renal cyst ("right kidney cyst") and arthralgia ("joint pain"). The patient was treated with lorazepam (ativan) and surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, alopecia, the last episode of dysgeusia, gingivitis, dyspareunia, migraine, procedural pain and seizure outcome was unknown, the depression and headache had not resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, renal cyst, back pain and arthralgia had resolved. The reporter considered alopecia, arthralgia, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gingivitis, headache, menorrhagia, migraine, procedural pain, renal cyst, seizure, vaginal haemorrhage, the first episode of dysgeusia and the second episode of dysgeusia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2016: essure devices noted bilaterally computerised tomogram pelvis - in (B)(6) 2016: essure devices noted bilaterally (B)(6) 2012 patient undergone for essure confirmation test and results are as follows- possible migration of the left coil; left coil could not be seen. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received, demographic added, event added- seizure, malposition of essure device location ofdevice: tubes, migration of essure device location of device: uterus. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. 706580,651391) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ulcerative colitis, shingles, hypocholesteremia, multigravida, parity 2 and stillbirth nos. Concurrent conditions included depression, ovarian mass, irregular menstruation and gastroesophageal reflux disease. Concomitant products included antidepressants and ibuprofen until 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). In 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),") and depression ("depression"). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), alopecia ("hair loss"), dysgeusia ("metal taste in her mouth"), gingivitis ("gum infections"), renal cyst ("right kidney cyst"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with lorazepam (ativan) and surgery (laparoscopic removal of essure device bilaterally with right partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, alopecia, gingivitis, dyspareunia, migraine, procedural pain and abdominal pain outcome was unknown, the dysgeusia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, renal cyst, back pain and arthralgia had resolved and the depression and headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, gingivitis, headache, menorrhagia, migraine, pelvic pain, procedural pain, renal cyst and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - in (B)(6) 2016: essure devices noted bilaterally computerised tomogram pelvis - in (B)(6) 2016: essure devices noted bilaterally. Most recent follow-up information incorporated above includes: on 10-jul-2018: source document attached during follow up of 05-jun-2018 was incorrect. All information from follow up of 05-jun-2018 was deleted. Events deleted: malposition of essure device location of device: tubes, migration of essure device location of device: uterus, seizures. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent birth control. After the implant, she began suffering from hair loss, metal taste in her mouth, gum infections, pain during intercourse, migraines, cramping, and depression. She sought medical attention for her symptoms and on (B)(6) 2016, she underwent a right salpingectomy and partial left salpingectomy. Following the surgery, she suffered a painful post-operative recovery. Since having the surgery, her symptoms are mostly resolved. Company causality comment:this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began suffering from cramping (interpreted as lower abdominal cramping). She underwent a right salpingectomy and partial left salpingectomy approximately 6 years after insertion. This event is anticipated in the reference safety information for essure. After essure insertion, abdominal/pelvic pain and cramping may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.